Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During the technical site visit , the field service engineer (fse) could not confirm or replicate the reported event. The fse performed system verification as per service installation record (sir) and device meets specifications. No technical root cause could be identified as the system was operating within specifications. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the system froze. Additional information has been requested.